Event description:
The customer reported to customer service that the power supply for her breast pump powers her pump, but it gets very hot and the transformer housing has cracked and split apart at the seam. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to get add'l complaint info and to get the product back are ongoing. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. No conclusions can be made as to the cause of the event. The unit is ul certified and, as such, has been tested for impact and dropping. The original design testing involved dropping the unit from a 1.0 m height per (B)(4). Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops), but not to the extent of the housing actually splitting apart. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated and will continue to be monitored for similar issues. We will continue to attempt to make contact with this customer to get add'l complaint info. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed.